Event description:
It was reported that the right ventricular (rv) lead triggered an alert for noise. High capture threshold was noted. The lead alert was disabled. The lead remains in use. It was also reported that the implantable cardioverter defibrillator (ICD) device showed no episodes associated to the lead noise alert. A pop-up message indicated that the episode of interest was not available. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).